Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later a surgery was performed and upon explant a hole in the left cylinder was found. The pump and left cylinder were replaced according to doctors diagnosis. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later a surgery was performed and upon explant a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The returned used cylinder was visually inspected and underwent leak testing. Visual inspection found wear at fold in the distal end. A hole, consistent with sharp instrument damage, was found in the proximal end; this hole resulted in a leak. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the pump block and was not returned for analysis. The pump passed both functional and leak testing. An unused cylinder was also returned; after visual inspection and leak testing no damages or abnormalities were found. Analysis confirmed a cylinder hole as reported clinically, but found it was consistent with sharp instrument damage; therefore, a conclusion code of cause not established was assigned to this investigation.